Manufacturer narrative:
Method: (B)(4) device not returned. Additional manufacturer narrative: it is unknown if the device is available for return. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. In this case, the root cause cannot be determined until additional information is provided.

Manufacturer narrative:
Additional manufacturer narrative: on (B)(4) 2011, the sales representative provided the following information from the surgeon: this device was explanted due to endocarditis. The device is not available for return and evaluation because it has been discarded by the hospital. Conclusion: late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, no information has been provided regarding the source and type of infection; nor is the device available for evaluation. Therefore, the source and type of infection and subsequent root cause for explant of the device cannot be determined.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the device was explanted after an implant duration of 3 months 11 days (3.37 months) and replaced by the same model, same size device for unknown reasons.